Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure related to the lcd screen and system board were observed. The lcd screen and system board were replaced to address the issues.